Manufacturer narrative:
(B) (4): neither the crosslink nor applicable imaging films were returned to the MFR for eval. Therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional product info. The driver used with the crosslink was returned. The torque mechanism was evaluated functionally; torque readings were within print specification. No cracking, fracture or material/functional wear was noted at the driver tip. The driver hex form was within print specification. The driver was functionally evaluated for stripping of a crosslink center nut; two sample crosslink center nuts were tightened until two torque ratchet clicks were audible, and optically reviewed for hex nut stripping. Witness marks were noted on both samples, no stripping was noted.

Event description:
It was reported that the pt underwent fusion surgery from t4 to l3. During surgery, the center nut of the crosslink stripped during final tightening. The health care professional (hcp) elected not to remove the crosslink and it remained implanted. The surgery time was extended slightly. The hcp was concerned about placement and the construct loosening since final torque was not achieved. No pt complications were reported.